Event description:
Reference number (B)(4). Event occurred in turkey it was reported that the patient faced cannula issue on (B)(6) 2026 as patient inserted the infusion set while lying down (mishandling of infusion set) which might have led to bent cannula. The site of insertion was buttocks and infusion set was in use for two hours. The blood glucose level was high for about four hours which was treated using pen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey.